Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. The implantable cardioverter defibrillator (ICD) rate response was reprogrammed, and the patient will be monitored. No further patient complications have been reported as a result of this event.